Event description:
The cartridge/load from the stapler seems to be damaged after firing. Shavings from the blue cartridge/load were present after the device was fired. No patient injury, no patient added blood loss, no added time to procedure.